Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited atrial undersensing and low p-waves. It was noted that the rv lead had electrodes to sense the atrium. The rv lead remains in use. No patient complications have been reported as a result of this event.